Manufacturer narrative:
E1 - event site name: (B)(6) hospital. E1 - event site telephone: (B)(6). E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during routine testing the cs300 intra-aortic balloon pump (iabp) generated electrical test fails code 50. There was no patient involvement and no harm reported. The customer repaired the equipment on their own and declined to disclose other information.